Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a colectomy functional end to end anastomosis. The surgeon started to fire the stapler, however, the knife was stopped halfway, could not fire. Additional tissue resection was not required and there was no tissue damage. The procedure was completed with another device. There was no patient harm.